Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section e1: email address: unknown, information not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of a preloaded monofocal intraocular lens (iol), the haptic broke and tore the posterior capsule. The lens was then removed and replaced with a sulcus lens of a different model iol. No other interventions were reported. No further information is available.

Manufacturer narrative:
The product was not returned to the manufacturing site for evaluation. The customer provided photos were evaluated. Additional information: section d9: device available for evaluation? No. Section h3: evaluated by manufacturer: yes. Device evaluation: no suspect product was received; however, a photo was provided by the customer. The customer provided photo was evaluated. The photo shows the complaint lens in a cup. One haptic could be observed to be missing. Due to photographic quality, no further issues were observed and no further evaluation could be performed. The complaint issue "haptic damaged" was not identified during photo evaluation. The observed "haptic detached" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Hra (health risk assessment) and human risk factor documents were reviewed for the complaint issue reported. The results of this hra and human risk factors review do not confirm that the above situations occurred during manufacturing and are only provided for informational purposes; therefore, no further escalations are required. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.